Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. An edwards contamination shield was seated to the catheter through 50cm to 100cm from the catheter tip. The contamination shield was removed from the catheter for evaluation. Customer report of temperature reading issue was confirmed. The thermistor was found to read 31.1c when submerged into a 37.0c water bath. Both thermistor and thermal filament circuits were continuous with no open or intermittent conditions. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. Continuity testing to the thermistor resistor found resistance value was out of specification measuring at 7758 ohms. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was within specification measuring at 37.93 ohms. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. No visible damage to the catheter body, balloon or returned syringe was observed. Visual examinations were performed under 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of temperature reading issue was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that "no cco measurement during and after anesthesia induction since the blood temperature shown on the monitor was 29 degrees c." There were no patient complications reported.